Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured worsening heart failure with an "unknown (undetermined)" relationship to the impella device used: palliative care was consulted. The patient was made do not resuscitate, but the family still hoped the patient would improve enough to get to percutaneous coronary intervention. The patient was weaned from the ventilator. The patient was also extubated but only tolerated for about two hours and then had worsening hemodynamics and respiratory status. The family was offered reintubation, but the family agreed to not reintubate and the patient passed away.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Cardiac failure : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.